Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection found the helix to be extended and the measured extension length was within specification. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During implant, the right ventricular (rv) lead dislodged from the implanted position. It was suspected that the cause of the event was due to a muscle tissue was stuck in the lumen of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the right ventricular (rv) lead dislodged from the implanted position. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.